Event description:
It was reported the video processor presented no image and an error code e226.this event occurred during a laparoscopic cholecystectomy. There were no reports of patient harm.

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
No additional information received from the customer.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the final investigation. Updated fields:h2, h4, h6, h11 the device was not returned to olympus for inspection, and the reported failure was not confirmed. A root cause could not be identified. The product was not returned. The absence of the device for physical examination has limited the investigation into the reported issue, so the cause could not be established, and no device problem was found. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.